Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing disconnected from the site at the quick release and this issue occurred many times (3-4 times) in the past year. She tried tapping one half of her body and the other half stayed on the serter. She also stated that serter was not working properly. The site was at the hip and the pump was worn on the belt depending on where she put the serter. The infusion was in use for more than 24 hours. Reportedly, the infusions were well stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.